Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an ins implanted in 2025 after two orthopedic surgeons recommended it since the patient had "auto-fused." The patient experienced intense electrical shocks on a daily basis. They noted that some times they received a shock at the most unusual times, particularly when they were asleep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.